Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis of the fiber identified that the tir was misaligned with the firing window, indicating a glue failure occurred. It was also noted that there was severe detritus (charred tissue) on the fiber tip. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forwarding firing. It is probable that debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damage, including a distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that during photoselective vaporization of the prostate, this fiber began forward and side firing. The fiber was used for 33.20 minutes and 320,963 joules. The procedure was completed using a second fiber. There was no patient complication.

Event description:
It was reported that during photoselective vaporization of the prostate, this fiber began forward and side firing. The fiber was used for 33.20 minutes and 320,963 joules. The procedure was completed using a second fiber. There was no patient complication.